Manufacturer narrative:
This report has been identified as b. Braun (B)(4) ag internal report # (B)(4): received used and empty easypump ii lt 270-27-s. As received condition, clamp clip of received sample was clamped. Patient connector was connected to the wing cap. Visual inspection had done throughout the sample. Crystallized residue was not observed on the received sample. Root cause analysis: the sample was sent for flow rate test. The flow rate deviation from nominal flow rate for complaint sample was -6.21% from nominal flow rate. The flow rate results were within specification ±15% deviation from nominal flow rate. As per customer complaint description, it stated "the pump started running 3.30pm, finished running next day at 1130am instead", which indicate the pump ended 4 hours earlier. According to IFU, flow rate accuracy of the pump can vary at ± 15% deviation from nominal flow rate, so it is possible for the 10 ml/hr pump to deliver the solution at flow rate of 8.5ml/hr to 11.5ml/hr. It means that it is possible for the pump filled with 240ml to be emptied between 21 to 28hours. Summary of root cause analysis: since the flow rate of received sample was within the specification, hence we considered this complaint as not confirmed. Device history record (DHR): reviewed the DHR for batch 19e29ge221, there is no abnormality and no such defect detected at in process and at final control inspection. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6): fast flow / overinfusion. Vancomycin in 240ml of sodium chloride 0.9% started running 3.30pm, finished running next day at 1130am instead.